Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reat2194 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reat2194) have been reported from the same facility.

Event description:
It was reported that there were pin holes at the end of the catheter. The rn trimmed the part of the catheter with pin holes and successfully place the device. No harm to the patient.